Event description:
The health care provider (hcp) that the patient's pacemaker was revised 2 years ago and the settings were increased monthly with the patient's hcp. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.